Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. An internal visual inspection was performed and failed due to water damage. Pictures were taken. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.